Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. Upon examining the transmission, it was discovered that the pulse generator had stored episodes of noise reversion, high ventricular rate, and noise oversensing that resulted in inhibition of pacing. The episodes were determined to be caused by atrial and right ventricular lead noise. On (B)(6) 2020, the patient presented to the clinic for a follow up. The clinic was able to reproduce lead noise on the right ventricular lead but little was reproduced on the atrial lead. The leads were then reprogrammed to pace asynchronously until a lead revision can be performed. The patient reported experiencing no symptoms as a result of the episodes and was in stable condition. Related manufacturer reference number: 2017865-2020-00751.

Event description:
New information received stated that the patient underwent a lead revision procedure on (B)(6) 2020. During the procedure, lead insulation breach was observed on the atrial and right ventricular leads. Both leads were successfully capped and replaced. The patient was in stable condition during and following the procedure.